Event description:
It was reported that the emergency room doctor wanted a review of reports for this pacemaker. Technical services (ts) reviewed the reports and noted that there were successful right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) episodes stored. Additionally, there was a sudden brady response episode. Ts noted it was not a true sudden brady response episode and there was farfield oversensing of the ventricular signals on the atrial channel. The device remains in use. No adverse patient effects were reported.